Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. This device was used for treatment not diagnosis.

Event description:
The patient underwent a distal interphalangeal (dip) fusion on (B)(6) 2013. As the surgeon was implanting a 2.4mm headless compression screw, the tip of the screw broke off. The piece was unable to be retrieved and remains in the patient. A second screw was placed next to the broken fragment. As the guidewire was removed, the tip was found to be bent. Surgery was completed successfully but was noted to be prolonged 15 minutes as a result of the broken screw. This report is 1 of 2 for complaint (B)(4).